Event description:
Patient bari-bed was electrically charged at the hand rails. The bed was immediately unplugged and the pt was transferred to a different bed. Biomedical services investigated the cause of the electrical shortage and found the line cord was hung over the upper bed rail right side and when the bed rail was lifted, it scissors cut the line cord in two spots causing an electrical short to bed frame. Line cords have been tied down so that they cannot be draped over the handrail assembly.